Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery and then one during basal delivery. The customer's blood glucose (bg) level was not impacted. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the site as the pump was functioning as expected. However, as the bg level was not impacted, the customer thought that the pump supplies and site were functioning properly. The customer was to monitor system.